Manufacturer narrative:
Initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that database corruption had occurred. A technical support specialist was able to recover the db corruption by using ka 000016728 and then full synced the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients were not crossing over. The customer stated that the malfunction occurred when the user tried to dispense medications to the patient. The customer added that the issue caused a few minutes delay in retrieving the medications for the patient. However, there were no adverse events or injuries reported based on this event.